Event description:
It was reported that device could not be retrieved. The stenosed target lesion was located in the internal carotid artery. A 190cm filterwire ez was selected for use. During removal, it was noted that the device could not be retrieved by retrieval catheter. The device was then directly pulled out from the patient's body. There were no patient complications reported.

Manufacturer narrative:
A2. Age at time of event: 18 years or older e1: initial reporter address1 - no.(B)(6) device evaluated by manufacturer: the device was returned for analysis. Visual inspection performed the wire returned inside the delivery sheath and the filter bag was deployed; additionally, the retrieval sheath was also retuned with the complaint device. Besides, it is possible to observe that the spring tip is bent and the wire torquer is placed on the wire. Microscope inspection performed the spring tip is bent. Dimension inspection revealed that the outer diameter (od) of proximal section, (od) of middle section and (od) spring tip were within specification. During product analysis the delivery sheath was removed from wire and then the wire was loaded with retrieval sheath. The filter bag can be easily retracted using the retrieval sheath.

Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter address - (B)(6).

Event description:
It was reported that device could not be retrieved. The stenosed target lesion was located in the internal carotid artery. A 190cm filterwire ez was selected for use. During removal, it was noted that the device could not be retrieved by retrieval catheter. The device was then directly pulled out from the patient's body. There were no patient complications reported.